Event description:
The pump was returned for investigation. Investigation revealed a dim display and corruption in the language chip. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment and cap were observed to be undamaged and the cap was able to be attached securely and maintain the electrical connection; no damage was found to the pump¿s case. The alarm history showed multiple call service alarms. The pump alarmed with a hard call service alarm upon startup, which indicated there was a language corruption in a flash chip. Unrelated to the initial complaint, the display screen was observed to be dim and faded which prohibited further testing. (B)(6).